Event description:
It was reported that 1-2 days following placement of temporary restorations using integrity tempgrip cement, a patient developed swelling of the lips and redness of the mucosa in direct contact with the restorations; another manufacturer's material was used during the procedure as well. No treatment was administered as a result.

Manufacturer narrative:
While it is unknown if the tempgrip used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.